Manufacturer narrative:
An event regarding pain, swelling and a slight limp involving a triathlon insert was reported. The lucencies across the femoral and tibial/bony plateau interface was identified and confirmed through medical review. Conclusion: it was reported that patient is experiencing pain, swelling and a slight limp. The provided medical information was submitted to a consulting clinician who confirmed lucencies across the entire anterior and posterior femoral interfaces with some early changes at the tibial/bony plateau interface. Product recall verification response confirmed that none of the reported devices were part of the recall. No other allegations were made against the insert as it does not interface with the tibial bone. Based on the provided information it is concluded that there is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's wife called and stated that her husband had his left knee replaced on or about (B)(6) 2016. On or about (B)(6) 2017 started experiencing pain, swelling and a slight limp.

Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 6; cat# 5521-b-600; lot# tupoa triathlon cr fem comp #7 r-cem; cat# 5510f702; lot# afe4y triathlon asymmetric x3 patella; cat# 5551-g-350; lot# hhr5 simplex hv us 1 pack; cat# 6194-1-001; lot# 529aa900gw simplex hv us 1 pack; cat# 6194-1-001; lot# 526aa882fw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient's wife called and stated that her husband had his left knee replaced on or about (B)(6). On or about (B)(6) started experiencing pain, swelling and a slight limp.